Event description:
It was reported a dissection occurred. The patient presented with non-st elevation myocardial infarction. Vascular access was obtained via the femoral artery. The 99% in-stent restenosed, 38 x 2.75mm target lesion with a greater than or equal to 90 degree bend was located in the severely tortuous and non-calcified right coronary (rca) artery. A 38 x 2.75 promus elite drug eluting stent was introduced but after several tries, the device could not be delivered to the target lesion. The physician decided to place a12 x 2.75 promus elite drug eluting stent at the distal end of the lesion and a 28 x 3.00 promus elite at the proximal end. During implantation of the 28 x 3.00 promus elite at nominal pressure, a dissection was observed at the proximal end of the artery. A 16mm x 3.00 promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.